Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; blood observed in the helix mechanism and the proximal coil was found distorted (implant damage); full lead analyzed.

Event description:
It was reported that during an implant attempt, positioning difficulty was encountered. The physician was using a long sheath and had difficulty maneuvering the lead. No patient complications were reported as a result of this event.